Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Event description:
This case was reported via regulatory authority (B)(4) on (B)(6) 2017. This spontaneous case was reported by another health professional and describes the occurrence of device deployment issue ("the green catheter of the insert remained attached, masking the correct positioning of the insert"), device difficult to use ("the catheter had to be removed with a long forceps") and complication of device insertion ("the green catheter of the insert remained attached, masking the correct positioning of the insert") in a female patient who received essure. On (B)(6) 2008, the patient started essure. On (B)(6) 2008, the same day after starting essure, the patient experienced device deployment issue, device difficult to use and complication of device insertion. Essure treatment was ongoing at the time of the report. At the time of the report, the device deployment issue, device difficult to use and complication of device insertion outcome was unknown. The reporter provided no causality assessment for device deployment issue, device difficult to use and complication of device insertion with essure. The reporter commented: the green catheter of the insert remained attached, masking the correct positioning of the insert. The catheter had to be removed with a long forceps. Device was placed in patient. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during insertion procedure the green catheter of the insert remained attached, masking the correct positioning of the insert (seen as device deployment issue) and the catheter had to be removed with a long forceps. Both events are anticipated according to essure's reference safety information. During difficult insertions and removals, single cases have been reported of deployment issue. In this particular case, a device deployment issue occurred during insertion removal was performed with long forceps. Taking to account that all events occurred during essure insertion, causality cannot be excluded. This case was regarded as other reportable incident since it did not lead to death or serious deterioration in health, but might lead or might have led if occurred under less fortunate circumstances. The product technical analysis and further information has been sought.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device deployment issue ("the green catheter of the insert remained attached, masking the correct positioning of the insert"), device difficult to use ("the catheter had to be removed with a long forceps") and complication of device insertion ("the green catheter of the insert remained attached, masking the correct positioning of the insert") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced device deployment issue, device difficult to use and complication of device insertion. Essure treatment was ongoing at the time of the report. At the time of the report, the device deployment issue, device difficult to use and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device deployment issue and device difficult to use with essure. The reporter commented: the green catheter of the insert remained attached, masking the correct positioning of the insert. The catheter had to be removed with a long forceps. Device was placed in patient. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-jun-2017 for the following meddra preferred term: device deployment issue -analysis in the global safety database revealed 283 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 22-jun-2017: the reporter did not response to final f/u attempt. No further information expected. Final report. Company causality comment: other reportable incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.